Event description:
It was reported that the procedure was to treat a mildly calcified de novo mid right coronary artery. The lesion was pre-dilated with a 2.5x8mm and 2.75x8mm unspecified balloons at 10 atmospheres. The 2.5x15mm xience alpine stent was deployed and while removing the stent delivery system check shot revealed a dissection at the distal end. The dissection was covered with a 2.5x8mm drug eluting stent. Results are good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.